Manufacturer narrative:
The recipient will not be reimplanted. The recipient has reportedly healed.

Event description:
The recipient was reportedly a non-user of the device and elected explant surgery to undergo an MRI. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device was reportedly lost and will not return to the company for analysis. A review of the device history record and completed and no anomalies were noted.